Event description:
It was reported that the catheter was placed with no urine return. The catheter was reinserted with no urine return. A cystoscopy was performed to insert the catheter and it was noted that the patient's urethra had been nicked by the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.